Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. The report stated that the spiros is attached to the filtered extension set. Customer hears the crack, confirming that the spiros should be bonded to the tubing. After hearing the crack when attaching the spiros to the tubing, the customer can easily remove the spiros or it comes disconnected itself. There was unknown patient involvement and unknown harm. No additional information was provided.

Manufacturer narrative:
The complaint of 'disconnection' can be confirmed. Received three (3) used list #unknown spinning spiros mated to three (3) used extension sets. All 3 spiros came back activated and attached to the extension sets, however the spin collar of the male leur could be spun off leading to separation. No spline or shear tab damage were noted on either spiros. Each spiros was functionally tested and dimensionally measures and met product performance specifications. The probable cause of the separation on spiros samples 1 ,2 and 3 are unknown.